Event description:
According to the available information, the complaint described in (B)(4) concerns an end-user who experienced increasing amount of blood in the urine after using luja. Upon receiving the luja catheters (21/2), the end-user immediately began using the product. The following two days (22-23/2) after receiving the catheters, the end-user noticed slight traces of blood in the urine however continued to use the luja catheters. Meanwhile, the end-user had undergone a routine cystoscopy check-up where the urologists had noticed few scratch marks in the bladder wall. Three days later (saturday 24/2) upon receiving the catheters, the urine had turned dark and stayed like this throughout the weekend. The end-user was examined by the urologist, who had performed a cystoscopy earlier, on monday (26/2) and was immediately admitted to the hospital where the bladder was continuously flushed for 2 hours until the contents had turned pink. The end-user was discharged afterwards. The end-user had on sunday (25/2) switched to speedicath flex and have had no issues with blood in the urine since. No further information is available at this time. This adverse event is related to (B)(4).

Manufacturer narrative:
H3 other text : device not returned to manufacturer.